Event description:
An article in the journal of thoracic and cardiovascular surgery discussed patients who underwent surgical conversion after thoracic endovascular aortic repair (tevar) between (B)(6) 1998 to (B)(6) 2010. On an unknown date, the patient underwent a combined open repair of a descending thoracic aneurysm and non-small cell lung cancer (left upper lung). One year later, he presented with acute respiratory failure and hemoptysis. An emergency computed tomography scan showed an aortobronchial fistula. The patient was treated by the deployment of a gore tag thoracic endoprosthesis and was discharged with long-term antibiotics. Two months later, the patient presented with hematemesis and evidence of mediastinitis with thoracic stent-graft infection. The patient underwent a two-staged procedure whereby thoracic aortic ligation, extra-anatomic bypass (ascending to supra-celiac abdominal aorta bypass), and stent-graft explantation were performed. It was reported the patient expired of multi organ failure 7 days postoperatively.

Manufacturer narrative:
Further information was requested.